Event description:
Received a letter 2009, pt reported shortly after inserting a new contact lens, the lens "slid up into the back of the right eye and stayed there for an unk period of time" causing redness, watering and pain. The pt presented to an ER and was immediately referred to an ophthalmologist. The treating ophthalmologist noted the pt presented eight days prior, with c/o "soft contact lens stuck od x 3-4 days; pt seen in medford ER and told that she had a corneal ulcer". Chart indicates: "va hand motion without correction; pt did not have glasses". The pt was rx tobramycin, ciloxin, zymar and pred forte gtts by the ER. The pt was instructed to continue to "d/c cl wear, d/c pred forte gtts and continue tobramycin, ciloxin, and zymar gtts". The pt was diagnosed with a central infectious corneal ulcer od". A culture of the od was taken. F/u two days after: "va: 20/200 with correction. Continue gtts. Culture + for pseudomonas. "F/u the following month: "pt reported comfort and photophobia improved. Va without correction 20/40 -2, with correction 20/40 +2. Tiny central epithelial defect". F/u ten days later: the "epithelial defect had resolved. Improving pseudomonas corneal ulcer od". The pt was instructed to d/c zymar gtts, continue pred forte and fortified tobramycin gtts qid. F/u six days later: "ulcer improving. Tobramycin bid, taper pred forte. Va 20/30 without correction. Central scar with stromal thinning. Rtc 1 month." No additional info is available at this time. A lot history was completed and indicated the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Fourteen sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in spec. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Visual examination. Device from same lot of actual device involved was evaluated. Negative results of device testing. No conclusion can be drawn.